Event description:
It was reported that a peritoneal dialysis patient experienced a myocardial infarction and subsequently passed away. The patient was not hospitalized prior to death. An autopsy was not performed and at the time of this report, the death certificate was not available. Automated peritoneal dialysis therapy was ongoing until the time of death; however, the patient was not connected to the homechoice device at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: as the device was not linked to the reported death until after the device had been serviced, a complete device analysis could not be completed to investigate the reported death. However, a review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume iipv events that could have caused or contributed to the reported issue. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. Review of the service history revealed no issues that could have caused or contributed to the home patient passing away. Should additional relevant information become available, a supplemental report will be submitted.